Manufacturer narrative:
The pump had unresponsive button due to flattened dome switch at act button on keypad trace. The pump was unable to perform the displacement, basic occlusion, occlusion, prime, no delivery tests and verify the basal anomaly due to keypad damage. The pump was received cracked at corner display window and scratched on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had low blood glucose and needed to check basal accuracy. No further information provided.